Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #:(B)(6). H3: analysis of the wr9200 recharger (serial number (B)(6)). Revealed device was unresponsive. Flash sector read/write protection bits have become set. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wireless recharger (wr) battery indicator lights were flashing/scrolling up and down continuously, and the power button was not responding when they pressed it. The patient stated that their ins battery level was at 75% and today was one of the 2 days per week that they charge the ins, but they were unable to charge the ins since the wr was not powering on. The patient also mentioned that the recharger app was showing the 'not found - recharger' error message. Agent explained that the 'not found' message was appearing because the wr was unable to be powered on. The patient confirmed that the wr was never dropped and never got wet, so they were uncertain as to what caused the issue. Agent had the patient reset the wr while it was undocked. After holding the wr power button down for about 20 seconds, the battery indicator lights stopped flashing. The patient continued to hold down the power button for approximately 10 more seconds and the wr battery indicator lights came back on, but the indicator lights continued to flash/scroll up and down continuously, and the wr power button remained unresponsive. Agent then had the patient press and hold down the wr power button for approximately 30 seconds while the wr was docked, but the wr battery indicator lights continued to flash/scroll up and down, and the power button remained unresponsive. The issue was not resolved.